Manufacturer narrative:
D10: concomitants: (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 315-35-00 - glnd kwire, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-20-00 - eq revers. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 80 yo male patient, who had their left shoulder implanted, underwent a revision procedure approximately 3 months post the initial procedure. The patient presented with pain and impingement. The report indicated the surgeon did not debride enough at time of the index surgery. The adaptor tray, liner, and glenosphere were exchanged. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as it was discarded by the hospital. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The cause of the patient¿s impingement and subsequent pain and revision reported may have been the result of not sufficiently debriding the joint, as stated in the experience report. However, this cannot be confirmed and potential contributions from user or patient related considerations to the event could not be assessed because the devices were not available for evaluation, and no images or radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.